Event description:
It was reported that, during implant and insertion of the lead into the patient's muscle, "the needle broke in to two parts just at the border of the white and blue wires." It was stated the health care provider had "some difficulties" locating the needle in the muscle, but did locate it. The procedure continued with a new needle.

Manufacturer narrative:
(B)(4). The device component has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.